Event description:
On june 16, 1998 a resident in facility sustained a minor injury related to a defective bed rail. The bed rail alledgedly broke and the resident fell from the bed. A call was placed to dist from whom the bed rail was purchased. The MFR of this product is a co called lumex. Dist rep has already contacted the MFR regarding this matter and was informed that there have been a couple of incidents similar in nature in the past 10 yrs. Facility has not experienced any similar incidents of this type.